Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent (cracked/crimpled electrode). Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also, performed visual inspection and checked insertion needle for burrs/hooks and dull needle tip defects and found a dull point at the tip of the needle.

Event description:
Customer's spouse reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer believed their sensor was defective and they were advised to return the product for analysis.